Event description:
It was reported that during an unknown procedure an unexpected noise was heard and the titanium tip was broken after using 2 hours. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.